Manufacturer narrative:
The device was returned and evaluated. Visual inspection did not find any abnormalities; the electronic control test indicated that this device functioned as expected and it had passed the manufacturing test specifications. We did not find any device malfunctions. The investigation concluded that the ipg was functioning to specifications.

Event description:
It was reported to nevro that a patient experienced increased leg pain post-operatively. Immediately following surgery to implant an ipg for the treatment of chronic back and leg pain, the patient developed a new type of leg pain. The implanting physician was unable to determine the cause of the pain and opted to explant the system immediately.